Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply.failure during evaluation / testing, no patient involved.

Manufacturer narrative:
(B)(4). The product analysis lab (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing due to rite - ground bond failed performance spec: 0.103 ohm. Limits are 0.001 - 0.100 ohm. Pal measured resistance from power entry module ground to door post for troubleshooting purposes, measurement was 0.001 ohm; checked for loose ground and no problems were found; internal inspection was performed with no problems found; reviewed the device history for previous return and found that previous return was unrelated; reviewed the logs and could not confirm ground bond resistance test failure via the patient logs (this type of issue would not recorded in the logs). The assignable cause for device failed ground bond resistance test was undetermined. Device will be sent to servicing. Baxter will continue to monitor similar reports to determine if further actions are required.